Event description:
Customer reports the softclix plus lancet will not retract. No accidental needle stick occurred. No adverse event reported. The customer did not provide the location where the malfunction occurred. Upon evaluation by the manufacturer, it was confirmed the lancet does not retract. Requested return of suspect device and replacement was sent.